Manufacturer narrative:
A2 age at time of event - updated. A3 sex - updated . B5 describe event or problem - updated.

Event description:
It was reported that the tip of the 14f isleeve introducer was partially detached. Procedure summary: vascular access was obtained via a transfemoral approach. The femoral artery was greater than 6mm in diameter with mild tortuosity and no calcifications. A 14f isleeve introducer sheath was placed and an acurate neo2 medium valve was implanted. At the end of the procedure, the 14f introducer sheath was removed from the patient. It was noticed that a portion of the 14f isleeve tip was partially detached from the rest of the tip of the 14f isleeve introducer sheath. No portion of the 14f isleeve introducer sheath was left inside the patient. Patient status: there were no patient complications reported and the patient was discharged from the hospital as normal. It was further reported that 21mm and 22mm non-boston scientific balloon catheters were used for balloon valvuloplasty.

Manufacturer narrative:
H3 device evaluated by MFR.: the 14f isleeve introducer sheath was returned with the dilator completely pushed into/through the sheath, and out of the sheath tip. Analysis of the dilator, tip, sheath, and hub/valve was completed via microscopic and visual inspection. The three seams of the 14f isleeve introducer sheath were noted to be expanded. Seam 1 was expanded from the tip to approximately 20cm in length along the shaft of the isleeve introducer sheath. Seam 2 was expanded from the tip to approximately 14.5cm. Seam 3 was expanded at approximately 9.5cm to 19cm. The expanded seams found on the isleeve sheath is expected with the normal use of the device. One kink was observed at approximately 10.cm along the shaft of the of the 14f isleeve introducer sheath. The tip of the isleeve introducer sheath was damaged with a portion of the tip was partially detached and tucked under the 14f isleeve introducer sheath.

Event description:
It was reported that the tip of the 14f isleeve introducer was partially detached. Procedure summary: vascular access was obtained via a transfemoral approach. The femoral artery was greater than 6mm in diameter with mild tortuosity and no calcifications. A 14f isleeve introducer sheath was placed and an acurate neo2 medium valve was implanted. At the end of the procedure, the 14f introducer sheath was removed from the patient. It was noticed that a portion of the 14f isleeve tip was partially detached from the rest of the tip of the 14f isleeve introducer sheath. No portion of the 14f isleeve introducer sheath was left inside the patient. Patient status: there were no patient complications reported and the patient was discharged from the hospital as normal following the procedure. It was further reported that 21mm and 22mm non-boston scientific balloon catheters were used for balloon valvuloplasty.

Event description:
It was reported that the tip of the 14f isleeve introducer was partially detached. Procedure summary: vascular access was obtained via a transfemoral approach. The femoral artery was greater than 6mm in diameter with mild tortuosity and no calcifications. A 14f isleeve introducer sheath was placed. At the end of the procedure, the 14f introducer sheath was removed from the patient. It was noticed that a portion of the 14f isleeve tip was partially detached from the rest of the tip of the 14f isleeve introducer sheath. No portion of the 14f isleeve introducer sheath was left inside the patient. Patient status: there were no patient complications reported.